Event description:
Pt reported the protective rubber of the infusion device was worn down. Te infusion device also displayed e6 mechanical error and had high power consumption. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. The infusion device was returned for eval. E6 mechanical errors were found in the history. The piston rod and the anti-twist bushing were contaminated and corroded. Due to the corrosion, the piston rod correctly triggered an e6 mechanical error. The soft components of the housing were worn down heavily. Therefore, moisture entered the infusion device and damaged the electronics. The high power consumption was a sequence failure of the damaged electronics due to liquid ingress. The display window was scratched due to a mechanical impact; therefore, the display was no longer fully readable. A redesign of the piston rod was implemented.